Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two external insulation abrasions breaching the outer insulation exposing the outer coil at the proximal region. The cause of external insulation abrasions is consistent with friction to device can.

Event description:
This report is to advise of a failure event observed during analysis.